Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power supply with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
Customer reported physical damage. Power cord for the spot vision screener is frayed and the wiring is showing.there was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).